Manufacturer narrative:
Date of event - estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Date of implant - estimated. The device was not returned for evaluation. A review of the lot history record could not be conducted because the part and lot number was not provided. The reported patient effects of thrombosis and myocardial infarction are listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary procedures. A conclusive cause for the reported thrombosis and myocardial infarction, and the relationship to the product, if any, cannot be determined. The treatments appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Literature attachment: randomized comparison of everolimus- and zotarolimus-eluting coronary stents with biolimus-eluting stents in all-comer patients. The patient deaths mentioned and in the article are filed under a separate medwatch MFR number.

Event description:
This is filed to report adverse patient events. It was reported in a research article that xience stents may be related to death, myocardial infarction, stent thrombosis, and re-vascularization. Specific patient information was not provided. Details can be found in the attached article "randomized comparison of everolimus- and zotarolimus-eluting coronary stents with biolimus-eluting stents in all-comer patients".